Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". Customer statement: "infusion done but still half full in the bag. Nurses notes provided: in bed - patients mum in attendance. Safety checks performed. Pews of 0. Afebrile. Hickman line in situ. Connected to cytarabine infusion @142 ml/hr. Infusing well. Loop intact and dressing clean. Cytarabine infusion for 4 hours was done at 2120h but the bag is still half full. Estimated of 360mls incorp. Consultant on call informed and instructed to infuse the remaining cytarabine. Remaining fluid consumed at 2400h after replacing IV pump as well.".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) . The history files were read out and analyzed. The history files from 2023-01-25 (specified date of the incident, given form the costumer) were investigated. At 17:34 pm a vtbi of 568 ml and a time of 04:00 hh:mm was set. Then the infusion was started. At 17:41 pm an "air bubble alarm" was displayed (reason for that alarm could not be clarified). The infusion was started again at 17:43 pm. At 20:25 pm another "air bubble alarm" was displayed (reason for that alarm could not be clarified). The infusion was started again at 20:27 pm. The infusion was stopped at 21:38 pm by reaching the set vtbi. Up to that time the pump has delivered 568 ml (act. Volume infused). Furthermore, no anomalies could be detected inside the history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars as well a technician seal on the lower housing part were available und undamaged. Inside the p3-connector some residues of liquid could be found. Furthermore no damages of the housing parts as well as no soiling could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -4,75 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an investigation of the inside the device has been complete disassembled. It was possible to detect some residues of liquid between the housing lower part and the emc protection shield could be found. No further damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.